Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-oct-2023. The most recent information was received on 07-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 48 year-old female patient who had essure inserted (lot no. 717642). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2017, she experienced pelvic pain (seriousness criterion medically important), asthenia ("asthenia"), dyspareunia ("dyspareunia"), musculoskeletal pain ("musculoskeletal pain"), amnestic disorder ("amnestic disorders") and disturbance in attention ("attention disorders"). An unknown time later she experienced abdominal pain ("pain on the right side of the abdomen"), limb discomfort (" heavy legs"), dyspepsia ("digestive problems that increase over the years") and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the fatigue had not resolved. The outcomes for pelvic pain, abdominal pain, limb discomfort, dyspepsia, asthenia, dyspareunia, musculoskeletal pain, amnestic disorder and disturbance in attention were unknown. No causality assessment was received for essure with regard to abdominal pain, limb discomfort, dyspepsia, asthenia, dyspareunia, pelvic pain, musculoskeletal pain, amnestic disorder, disturbance in attention or fatigue. The reporter commented: removal of device is planned in 2024. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Magnetic resonance imaging] on (B)(6) 2023: of pelvis: indication: assessment prior to possible device removal in 2024. Results: essure in usual position, a little more distal on the right. Retroverted and retroflexed uterus of normal volume, atrophic endometrium, no significant adenomyosis, no abnormalities of ovary, no pelvic adenomegaly or pelvic effusion, no deep endometriosis detected. No dilatation of the upper urinary tract. Batch: no717642. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-oct-2023. The most recent information was received on 26-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 48 year-old female patient who had essure inserted (lot no. 717642). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion medically important), asthenia ("asthenia"), dyspareunia ("dyspareunia"), musculoskeletal pain ("musculoskeletal pain"), amnestic disorder ("amnestic disorders") and disturbance in attention ("attention disorders"). On unknown date she experienced abdominal pain ("pain on the right side of the abdomen"), limb discomfort (" heavy legs"), dyspepsia ("digestive problems that increase over the years") and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the fatigue had not resolved. The outcomes for pelvic pain, abdominal pain, limb discomfort, dyspepsia, asthenia, dyspareunia, musculoskeletal pain, amnestic disorder and disturbance in attention were unknown. No causality assessment was received for essure with regard to abdominal pain, limb discomfort, dyspepsia, asthenia, dyspareunia, pelvic pain, musculoskeletal pain, amnestic disorder, disturbance in attention or fatigue. The reporter commented: removal of device is planned in 2024. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Magnetic resonance imaging] on (B)(6) 2023: of pelvis: indication: assessment prior to possible device removal in 2024. Results: essure in usual position, a little more distal on the right. Retroverted and retroflexed uterus of normal volume, atrophic endometrium, no significant adenomyosis, no abnormalities of ovary, no pelvic adenomegaly or pelvic effusion, no deep endometriosis detected. No dilatation of the upper urinary tract. Lot number: 717642 manufacture date:(B)(6) 2010 expiration date: (B)(6) 2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 18-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 48 year-old female patient who had essure inserted (lot no. 717642). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion medically important), asthenia ("asthenia"), dyspareunia ("dyspareunia"), musculoskeletal pain ("musculoskeletal pain"), amnestic disorder ("amnestic disorders") and disturbance in attention ("attention disorders"). An unknown time later she experienced abdominal pain ("pain on the right side of the abdomen"), limb discomfort (" heavy legs"), dyspepsia ("digestive problems that increase over the years") and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the fatigue had not resolved. The outcomes for pelvic pain, abdominal pain, limb discomfort, dyspepsia, asthenia, dyspareunia, musculoskeletal pain, amnestic disorder and disturbance in attention were unknown. No causality assessment was received for essure with regard to abdominal pain, limb discomfort, dyspepsia, asthenia, dyspareunia, pelvic pain, musculoskeletal pain, amnestic disorder, disturbance in attention or fatigue. The reporter commented: removal of device is planned in 2024. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Magnetic resonance imaging] on (B)(6) 2023: of pelvis: indication: assessment prior to possible device removal in 2024. Results: essure in usual position, a little more distal on the right. Retroverted and retroflexed uterus of normal volume, atrophic endometrium, no significant adenomyosis, no abnormalities of ovary, no pelvic adenomegaly or pelvic effusion, no deep endometriosis detected. No dilatation of the upper urinary tract. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.